Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, high capture threshold was observed. Micro lead dislodgement was noted on x-ray. Physician decided to reprogram the device. Patient's condition was good.